Manufacturer narrative:
(B)(4). Device manufacture date 10/15/2015 ¿ 10/21/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap appears dry and has turned black, to the point where a dry, black residue was left on the thread of the line that was being capped. There was no patient injury or medical intervention indicated. No additional information is available.